Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented in clinic for follow-up experiencing muscle stimulation. The pulse generator exhibited back-up vvi operation. A device download was performed successfully; normal device function resumed.